Event description:
It was reported that the lead exhibited high threshold. The implantable cardioverter defibrillator (ICD) was explanted and replaced, as the high threshold caused a high current drain which resulted in the ICD reaching elective replacement indicator.